Event description:
Plaintiff alleges latex sensitization and suffers severe mental and emotional distress as well as physical suffering as a result. Plaintiff, spouse of pt, alleges suffering the loss of support, services and companionship of his wife as a result of the alligations.